Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the down arrow keypad button felt springy when pressed. The patient also stated that the down arrow keypad button was intermittently unresponsive and required multiple button presses in order for it to respond.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: pump returned with torn keypad, on the ¿ok¿ and ¿down¿ keys.¿ok¿ and "contrast" keys respond. ¿up¿ and ¿down¿ keys respond intermittent. Keypad was removed to investigate,evidence of keypad contamination was located, under ¿contrast¿,¿ok¿,¿down¿ and "up" contact button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.